Event description:
The facility's biomed engineer reported an infusion pump with an 810:04 failure code. The biomed stated to baxter tech support that they do not know if the pump was in use at the time of the failure. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.